Event description:
No blood glucose levels reported. The customer reported a hospitalization within the last six months. The customer was unable to provide further details. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.